Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, rewind and displacement test. No software error alarms noted. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Unit alarmed unexpected restart after battery change due to electronics on interface board. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
Customer reported via phone call of receiving a software error alarm. Customer's blood glucose reading was not reported. Insulin pump would be replaced.